Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will sent to the FDA.

Event description:
Philips received a complaint from the customer in which was stated that a patient suffered from alopecia after an embolisation procedure.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: the service organization in (B)(6) supplied the clinical details of the patient. Unfortunately, the doctor who made this allegation was no longer working at this hospital. In the survey all file of the system the last level 1 image quality (iq) test was performed on (B)(6) 2015. All level 1 iq tests were passed, unfortunately the field limitation test frontal did not pass. The most probable cause is that the fse adjusted the collimator and did not do the test again. When failed this cannot cause the hair loss but the irradiation field can be bigger than expected. In (B)(6) 2016 there should have been the 6 monthly planned maintenance and this has not been executed. A lack of planned maintenance can cause a tube to be above the patient entrance dose rate (pedr). This is more likely with older systems. This system is 2 years old. The level 1 iq test was performed on (B)(6) 2016 by the field service engineer (fse) and all tests passed on this date. We can conclude that on the date of the patient treatment the device was in specification. A clinical application specialist analyzed the clinical details and concluded that hair loss is to be expected with this intervention. He states that the dose with arteriovenous malformation (avm) interventions on a non-clarity system will quite commonly be over 2gy. Often avm patient gets multiple radiation procedures that contributes all to doses above the 2gy level. This patient was also treated with a mobile system. The image quality of mobile systems is less, so the fluoro time will most likely be more. Radiation cumulates so the new dose will be added on the previous dose. The amount of dose which was provided by the customer is air kerma frontal: 4131.32 mgy, air kerma lateral: 1243.23 mgy and dap 1149041 mgycm2. The clinical application specialist converted the dose area product (dap) value to an estimated air kerma value. For a field of 10x10 cm 11gy, and for a field of 20x20 cm >2.5gy. The most likely used field for this kind of intervention is 12x12 cm so therefore >7gy. 6gy is a common threshold for hair loss. We can conclude based on the clinical details that hair loss is to be expected with this intervention. Conclusion of the analysis: there should have been a planned maintenance before the hair loss cases occurred ((B)(6) 2016). The system is tested after the occurrences and is working as intended. A clinical application specialist analyzed the clinical details and concluded that hair loss is to be expected with this intervention.